Event description:
Analysis of the returned device found that the subject stent was fractured and deployed prematurely inside the microcatheter during use, there were no clinical consequences to the patient.

Manufacturer narrative:
Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. The device was received with an sl-10. The reported lot number was confirmed from the packaging label. During visual inspection, the stent was seen to be deployed inside the catheter hub/proximal catheter shaft (proximal of stent was slightly protruding from the proximal of the catheter shaft) the stent was seen to be broken and deformed. The sdw was intact and the introducer sheath was not returned. During functional inspection, the stent was removed from the hub of the catheter and was found to be broken. The catheter was then flushed and a 0.0158" patency mandrel was advanced through the microcatheter with the remaining part of the stent pushing out the distal tip of the catheter. The reported event could not be confirmed; however, the analysis results are consistent with the reported event. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information received indicated that the device was prepared for use as per the directions for use. There was no damage noted to the packaging prior to opening the packaging and the device was confirmed to be in good condition prior to use on the patient. Continuous flush was maintained for the duration of the procedure. It is reported that the physician 'delivered the atlas 4.0*15 stent to upper of m2 to middle of m1 to deploy but the stent got stuck in hub of microcatheter and could not be deployed normally. Withdrew the sl-10 and the atlas stent and tried to push outside patient's body and the stent was still not able to be pushed out of microcatheter'. The stent was returned for analysis inside an excelsior sl-10 microcatheter. The stent was broken with the proximal end present in the hub/proximal lumen of the microcatheter and the distal section present further inside the sl-10 lumen. The introducer sheath was not returned for analysis. The stent delivery wire was returned and was undamaged/intact. The as reported event as well as the as analyzed event of the stent difficult/unable to advance or pullback through catheter, the stent deployed prematurely during use, stent broken/fractured during use and stent deformed will be assigned procedural factors as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural and/or anatomical factors during use.